Event description:
It was reported that during a procedure conducted at the user facility the system froze. No clinically significant delays or impact to the patient was reported.

Manufacturer narrative:
The device was not available for investigation, therefore, no further evaluation was possible.

Event description:
It was reported that during a procedure conducted at the user facility the system froze. No clinically significant delays or impact to the patient was reported.